Event description:
On (B)(6) 2014, the reporter contacted animas and reported multiple "loss of prime" issue. The battery cap reportedly secured tightly to the pump and the cartridges were being cycled correctly. It was noted that the health care provider (hcp) did adjust the pump's basal settings and the patient remained on the pump. The alleged malfunction is being reported because the reported malfunction was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: a review of the pump history revealed the data from the date of complaint was found to be overwritten. There was no evidence of 162 warnings observed in the black box. The rewind, load cartridge and prime steps were successfully performed with no alarms. The force sensor was found to be within calibration and met specification. The pump was exercised for 24 hours with no loss of primes occurring. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked along the side and from the case seal traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.